Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot 0203128588 was reviewed and the product was produced according to product specifications. All information reasonably known as of 10 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 500 ml; flow rate: 8 ml/hr; procedure: knee surgery; cathplace: adductor canal block; infusion start time: (B)(6) 2019 1000; infusion stop time: (B)(6) 2019 0700. It was reported that the "pump was placed on monday [(B)(6) 2019] at 10 am and filled with 500 of 0.2%ropi [ropivacaine]. Patient went to the ed [emergency department] on wednesday [(B)(6) 2019] at 0700 and the pump was empty. 16 hours early."

Manufacturer narrative:
The actual complaint product was returned for evaluation. The pump was received empty. The pump was refilled with 0.9% saline using the repeater pump to the volume of 500ml which was reported by the customer. The pump infused on all selectable flow rates during infusion/priming verification. Flow accuracy test was performed for 38 hours and the results were within specification. Pressure pot test was performed and all rates met specification. No root cause was identified as the device functioned as intended. All information reasonably known as of 11 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The investigation is in progress. All information reasonably known as of (B)(6)2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(6). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.